Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised left front rigging broke at a weld near the release lever. Dealer advised end user was using chair and stated front rigging broke.